Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The device was forwarded to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. In addition to the above findings, it was also determined that there was top enclosure damage. Top enclosure was replaced. The device was corrected, software was upgraded, and passed final test.